Event description:
Healthcare professional (hcp) reported that during an implant procedure of a xen®45 gts in the right eye, the blue cursor of the pen was stuck halfway when trying to slide it to position the implant. This resulted in a ¿jump¿ that caused the implant to be more anterior than recommendations (>1mm). Hcp has been able to mobilize the implant through the conjunctiva to achieve approximately 1mm of anterior chamber length. Device implanted.

Manufacturer narrative:
Clarification to device manufacture date: december 2020. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that during an implant procedure of a xen®45 gts in the right eye, the blue cursor of the pen was stuck halfway when trying to slide it to position the implant. This resulted in a ¿jump¿ that caused the implant to be more anterior than recommendations (>1mm). Hcp has been able to mobilize the implant through the conjunctiva to achieve approximately 1mm of anterior chamber length. Device implanted.